Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 576 mg/dl at the time of the incident. Customer was alleging the insulin pump was under delivering because insulin didn't come out of the pump when she primed the tubing. The customer was at 124 mg/dl and 32mg/dl. The customer used manual pump corrections and was given intravenous insulin to treat. The customer went low after treating the high, then went high again. The customer experienced high symptoms such as thirst and vomiting. The customer was wearing the insulin pump during the incident. The caller stated that the pump was under delivering as no insulin came out during priming. Troubleshooting was not completed but the pump passed a displacement test. The insulin pump will be returned for analysis.